Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Any additional information received regarding this complaint will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire an avea ventilator did not cycle and went into an inoperative condition while in patient use. The patient was moved to another ventilator. The customer advised there was no patient harm was associated with this event. The customer reported there were no problems in the error log.